Manufacturer narrative:
No button response due to corroded keypad traces. No blank display noted during testing. The insulin pump was received with moisture damage on the electronics. The insulin pump had cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump was exposed to moisture. The customer's father reported that the insulin pump was turning on and off then completely turned off. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.